Event description:
It was reported that during device interrogation, high impedance was observed. Externalized conductor was also noted under fluoroscope. Lead was explanted. Patient condition was normal.

Manufacturer narrative:
A partial lead with the connector pin measuring 28.3cm was returned for analysis. External insulation abrasion was noted at 18.2-18.3cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.